Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] did not take her dose for 3 days due to this technical issue [product dose omission issue] technical issue of novopen 4: the dose counter of np4 is stiff [device issue] patient left the needle attached to the pen in between injections [product storage error] patient used the dialling clicks to estimate the dose of the product [wrong technique in device usage process]. Case description: this serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "did not take her dose for 3 days due to this technical issue(missed dose)" with an unspecified onset date , "technical issue of novopen 4: the dose counter of np4 is stiff(device component issue)" with an unspecified onset date , "patient left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "diabetes mellitus", before the experienced event occurred, the cartridge holder did not detach from the pen body accidentally or intentionally.after assembly, patient checked the insulin flow. Patient in general reuse the needles (not specified) and left the needle attached to the pen in between injections.needle attached to the pen in a 180 degree angle (straight on). Patient was advised to change the needle every one injection with a new one. Force needed to inject did not feel different from normal. Patient resuspends insulin (rolled it between hands) before use. Patient used the dialling clicks to estimate the dose of the product. Patient has not recently changed in diet or exercise level. Insulin in use preserved at room temperature 20-25 degrees celsius and more than that the patient was following the preservation methods correctly. No lack of efficacy suspected by patient action taken to mixtard 30 hm penfill was no change. Event abated after use stopped or dose reduced for mixtard doesn't apply event reappeared after reintroduction of mixtard doesn't apply the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "did not take her dose for 3 days due to this technical issue(missed dose)" was not reported. The outcome for the event "technical issue of novopen 4: the dose counter of np4 is stiff(device component issue)" was recovered. The outcome for the event "patient left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : unknown did not take her dose for 3 days due to this technical issue(missed dose) : unknown technical issue of novopen 4: the dose counter of np4 is stiff(device component issue) : unknown patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible did not take her dose for 3 days due to this technical issue(missed dose) : possible technical issue of novopen 4: the dose counter of np4 is stiff(device component issue) : possible patient left the needle attached to the pen in between injections(device stored with needle attached) : possible patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : unlikely did not take her dose for 3 days due to this technical issue(missed dose) : unknown technical issue of novopen 4: the dose counter of np4 is stiff(device component issue) : unlikely patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : possible did not take her dose for 3 days due to this technical issue(missed dose) : possible technical issue of novopen 4: the dose counter of np4 is stiff(device component issue) : possible patient left the needle attached to the pen in between injections(device stored with needle attached) : possible patient used the dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission case has been updated with following information events device stored with needle attached and wrong technique in device usage process were added dosage regimen ongoing was updated for mixtard penfill trained user field updated as yes action taken updated to no change narrative updated accordingly references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00121 reference notes: medwatch 3500a MFR. Report number.

Event description:
Hyperglycemia [hyperglycaemia]. Did not take her dose for 3 days due to this technical issue [product dose omission issue]. Technical issue of novopen 4: the dose counter of np4 is stiff [device issue]. Case description: study ID: (B)(4) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient weight and body mass index were not reported. Patient reported that she was tall (unit and value not reported). This serious solicited report from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date , "did not take her dose for 3 days due to this technical issue(missed dose)" with an unspecified onset date , "technical issue of novopen 4: the dose counter of np4 is stiff(device component issue)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose, frequency & route used- 60 iu, qd (40u at lunch and 20u at dinner) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported), hypertension (suffered from hypertension from one year and 3 months), triglycerides, cardiac problems, lipidemia. Concomitant medications included - concor (bisoprolol fumarate), ator (atorvastatin calcium), brilique (ticagrelor), diglifloz (dapagliflozin), aspirin 81 (acetylsalicylic acid), milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride) tablet ongoing, dogmatil forte (for cardiac problems, started it from one year and two months and still using it with dose half tab/day), dogmatil forte(noncodable). Since an unknown date suffered from hyperglycemia (8 - 10 days) due to technical issue of novopen 4, the dose counter of np4 was stiff and the pen would be replaced. Patient did not take her dose for 3 days due to this technical issue. Patient was using mixtard vials with syringe due to the technical issue of her novopen 4, but she was unsatisfied and uncomfortable with using syringe. The reporter said that patient had hyperglycemia because she did not take her dose leading to inability to move. Batch numbers: novopen 4: dvg1840, mixtard 30 hm penfill: pr71dp6. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia (hyperglycemia)" was recovered. The outcome for the event "did not take her dose for 3 days due to this technical issue (missed dose)" was not reported. The outcome for the event "technical issue of novopen 4: the dose counter of np4 is stiff (device component issue)" was recovered. Reporter's causality (novopen 4), hyperglycemia (hyperglycemia): unknown, did not take her dose for 3 days due to this technical issue (missed dose): unknown, technical issue of novopen 4: the dose counter of np4 is stiff (device component issue): unknown. Company's causality (novopen 4), hyperglycaemia (hyperglycemia): possible, did not take her dose for 3 days due to this technical issue (missed dose): possible, technical issue of novopen 4: the dose counter of np4 is stiff (device component issue): possible. Reporter's causality (mixtard 30 hm penfill), hyperglycaemia (hyperglycemia): unlikely, did not take her dose for 3 days due to this technical issue (missed dose): unknown, technical issue of novopen 4: the dose counter of np4 is stiff (device component issue): unlikely. Company's causality (mixtard 30 hm penfill), hyperglycaemia (hyperglycemia): possible, did not take her dose for 3 days due to this technical issue (missed dose): possible, technical issue of novopen 4: the dose counter of np4 is stiff (device component issue): possible. References included: reference type: e2b linked report, reference ID#: eg-novoprod-(B)(4), reference notes: same patient.

Event description:
Case description: investigational results: name of the suspect product: novopen 4, batch number: dvg1840 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: mixtard 30 penfill, batch number: pr71dp6 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigation results added is non-reportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation field comment was updated imdrf coded b, c, d, g updated. H3 continued: evaluation summary name of the suspect product: novopen 4, batch number: dvg1840 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.